Event description:
It was reported that the doctor was persuading his vitallium rod into the screw head while trying to get this scoliosis correction the screw head popped off.

Manufacturer narrative:
Method: visual inspection, mechanical evaluation.results:inspection of the device confirmed that the head of the screw was dented in a way that suggests multiple persuading attempts. Conclusion:the reported deformation was confirmed however, the likely cause was an excessive persuading force used to seat the rod in the tulip with the final tightening of the blockers below the screw contributing to the event.

Event description:
It was reported that the doctor was persuading his vitallium rod into the screw head while trying to get this scoliosis correction the screw head popped off.